Event description:
Event description guidant received information that they were unable to get ventricular capture at 7.0 volts. The pace/sense portion of the transvenous defibrillation lead was capped. The shocking portion remains active. A new pace/sense lead was added to the system.